Manufacturer narrative:
The handpiece was evaluated by the local technical service and returned to the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that during surgery, a patient experienced a burn at the incision site. The event occurred at the beginning of the phaco procedure. The eye lens became milky during sculpting and after 15 seconds, the cornea became white. Two sutures were required to seal the wound. Additional information has been requested.

Manufacturer narrative:
Evaluation summary. A clinical analyst reviewed this file. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the suspected handpiece was received at after sales service. The handpiece has been tested; it is functional and will be sent back to the facility. The handpiece was tested and passed 33 procedures, works correctly in different us modes from 0% to 100%, does not heat, very good fluid flow in a closed milieu, vacuum ascension ok. Conclusions: no default noticed, good functioning, to return back to the customer. Additional questionnaire details were requested from the customer. However, no questionnaires were returned. The product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).